Event description:
Ous MDR - boston scientific received information that this right atrial (ra) lead had dislodged from its position in the heart. Surgical intervention was performed and the helix of the ra lead was observed to not retract when using the fixation tool. The physician pulled back on the ra lead slightly and the proximal tip of the lead proceeded to pull back out of the lead body. The ra lead was later explanted successfully and is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed damages at the lead's distal part. The is-1 connector, the modules of the inner and outer coils were found separated from each other. The inner coil was found deformed in this area. Furthermore cuttings in the insulation were detected. Blood penetrated the lead in the cut areas. Based on the damage symptoms, it is reasonable to assume that these damages occurred due to tensile forces applied during the explantation procedure. In summary, damages at the lead's distal part were found, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.